Event description:
It was reported that a patient underwent an anterior cervical fusion. During the operation, the product broke. The broken fragment was retrieved. There were no patient complications reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual and microscopic review confirms breakage. Only a portion of the implant has been returned for analysis. Microscopic examination of the fracture identified fracture morphology and deformation consistent with bend stress overload.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.